Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. This report filed (B)(6) 2010.

Event description:
It was reported that patient underwent a rotator cuff repair procedure utilizing a suture passer on (B)(6) 2010. During the procedure, the surgeon made unsuccessful attempts to pass the suture through the rotator cuff. The tip of the nitinol wire fractured but could not be located. Surgeon searched the joint space however, no radiographs were taken.